Manufacturer narrative:
The insulin pump was received with crack and bleeding lcd glass, scratched lcd window and crack on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they had a black spot on the display. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.